Event description:
A nurse reported that during a vitreal-retinal surgery for a retinal detachment, left eye, the vitrectomer stopped working because the black pneumatic connector broke. The product was replaced with another pak. No patient harm was reported. No additional information is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).